Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. There were also a large amount of pixel drop and errant thermal dose threshold (tdt) lines. There were no patient complications reported in relation to this event.